Manufacturer narrative:
Updated: b4, d4, g3, g6, h3, h6.

Event description:
According to the facility the "temp sensing wire began to migrate through the catheter creating blockage inside the catheter".

Manufacturer narrative:
According to the facility the "temp sensing wire began to migrate through the catheter creating blockage inside the catheter". Per the facility the foley catheter was replaced. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.